Event description:
The customer reported the device displays low battery despite the fact that the battery is new. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.